Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day were not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a dented air in line sensor, a buckling uso seal and a torn dso seal. The dso/uso seals and air in line sensor were replaced to fix the issue.

Event description:
It was reported that there was corrosion on bottom springs in battery housing. The results of the investigation found that the device's downstream occlusion (dso) seal was torn, the air in line sensor was dented and the upstream occlusion (uso) seal was buckling. There was no patient involvement.